Manufacturer narrative:
Device 5 of 6 e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported that the dressing package was not sealed. It was unknown whether the product was used on patient or not. A photograph depicting the issue was received from the complainant.